Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer¿s report of ¿first half of (B)(6) , it was probably the (B)(6) or (B)(6) of the month¿. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung galaxy a53 phone with an android operating system and version unknown. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced fainting, a loss of consciousness, and seizures and was unable to self-treat, requiring treatment of glucagon injection by a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with a samsung galaxy a53 phone, os version 13, app version 2849335. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced fainting, a loss of consciousness, and seizures and was unable to self-treat, requiring treatment of glucagon injection by a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high alarms due to signal loss with the freestyle librelink application. Attempted to replicate the user¿s complaint using similar configuration (samsung galaxy s22, android 13, 2.8.4.9335) and successfully start a libre 2 sensor and received glucose readings and alarm notifications. The user complaint could not be reproduced. All pertinent information available to abbott diabetes care has been submitted.